Event description:
Information was received indicating that a smiths medical pump was presenting with an error "cassette not attached properly.". There was no reported adverse events.

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the reported issue was unable to be duplicated. There was no fault found with the returned pump.